Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, via social media, that on (B)(6)2017, the patient experienced no audio alert and a hypoglycemic event. The patient's wife reported that the patient's receiver stopped beeping when the event occurred. The patient's blood glucose was at 43mg/dl when the patient started to pass out. The patient's wife gave the patient 2 injections of glucagon and liquid glucose to bring the patient out of the low. The emergency medical technicians (emt) were not called. No further event details were provided. At the time of contact, the patient as doing fine. No additional or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.